Event description:
New information noted that patient was stable post procedure.

Manufacturer narrative:
Final analysis found the reported extended charge time was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found. The root cause of the extended charge time was an internal hv capacitor anomaly.

Manufacturer narrative:
During the analysis, high current was present in the device. The analysis confirmed the high current was not related to the extended charge time complaint by the field. Evidence was found the high current occurred post-explant and prior to receipt of the device in the lab. It is not known what conditions the device was subjected to in-between the explant and receipt of the device at this site; hence, the cause of the high current remains undetermined.

Event description:
New information received states that the device was explanted and replaced.

Event description:
It was reported that a merlin transmission showed extended charge time limit being reached during a routine capacitors maintenance check. The patient was brought into clinic and the capacitor maintenance was again timed out. Plans were made to explant the device.